Manufacturer narrative:
(B)(4).

Event description:
It was reported right before a generator replacement, fluoroscopy revealed an externalized conductor. The lead was capped and replaced. No adverse consequences were detected.